Manufacturer narrative:
The device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the rigid video scope was broken/cracked across the lens (diagonal dark line across the screen). The reported issue occurred during preparation for use for a laparoscopic hiatal hernia procedure that was completed using similar device. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: component failure of r-unit (charged coupled device). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of r-unit (charged coupled device). A definitive root cause could not be identified for the component failure of r-unit (charged coupled device). Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.